Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that (B)(6) male infant received a burn at the return pad site. The incident occurred in (B)(6) 2015. The pad had been placed on the patients left outer thigh. A forcefx generator was set at 20 blend. After the procedure when the pad was removed, a burn/blister was observed at the padsite. It was treated with silvadine cream. The incident return pad was discarded. The site has indicated that the generator checked out fine for them and they have not had any further problems.